Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace, and no moisture damage electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the customer dropped the insulin pump into the toilet and now it showed fluid under the display. The blood glucose reading was 148 mg/dl. The customer stated that she treated with manual injections. She did not observe any other issues with the device other than the water in it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.